Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log (ehl) review was performed and revealed multiple events of "upstream occlusion!" However the log does not distinguish true and false alarms. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion. There was no patient involvement. No additional information is available.